Event description:
It was reported by the customer's mother that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 147 mg/dl. Customer's mother stated that her daughter was going to give herself a bolus until she heard the pump make a noise that sounded like it was delivering. Customer stated that she was playing soccer and the pump was tucked between her sport shorts and fitted shorts. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No audio or beep anomaly or unexpected motor noise could be tested due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked display window, cracked case at a display window corner, cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.